Event description:
It was reported that an altitude alarm occurred. The customer experienced an elevated blood glucose (bg) level of 548 mg/dl. Customer administered a correction injection and delivered a correction bolus via the pump to address the bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed.